Event description:
International customer reported that the needle was difficult to pass through tissue. The surgeon removed the device and completed the procedure with another suture. The surgeon opines that finite endothelial cell damage (reported as hardly measurable) occurred that may lead to local necrosis and premature graft failure. No adverse patient consequence is documented at this time.

Manufacturer narrative:
Result: an inspection was performed on ten unopened packages and one loose tg140-6 needle returned for this evaluation. The loose needle had some type of substance on the attachment end of the needle, but it is unknown what the material is. The 10 unopened packages were inspected and seven of the 20 needles inspected had an excessive amount of glue left on the needle after attaching. Conclusion: device is out of specification in a manner that relates to the event.